Event description:
It was reported that during a low anterior resection lap both the afferent colon ending/loop and the circular anastomosis staple line were completely open. However, the staples were visible and closed as if the tissue had not accepted them. A linear gia dst was used for the afferent colon ending/loop and a cdh29p was used for the circular anastomosis. The surgeon was very surprised since the donuts were complete and there were no signs of during the surgery that this could go wrong. She does not think it necessarily is stapler. There was a revision surgery. They used sutures this time, instead of staplers. They opened a new (same) device. Post op so not that particular procedure was prolonged.

Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024 additional information was requested, and the following was obtained: what surgical procedure was performed? Low anterior resection lap did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? No. No further information available.